Event description:
This is filed to report unintended movement. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 and a restricted posterior leaflet. One clip was successfully deployed on the mitral valve. To further reduce mr, an additional clip was inserted. Grasping was successfully performed, and the device passed the first efaa test. However, while removing the lock line, the device opened to roughly 50-60 degrees. The device was reclosed, and the lock was retested. The lock was able to hold; therefore, the deployment sequence was continued. The clip passed the second efaa test, but after deployment, the clip opened to roughly 40 degrees. The clip remained stable on the leaflets and mr reduced to a grade of 2-3. No additional clips were implanted, and the procedure was discontinued. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the field safety notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on available information and without the device to analyze, a cause for the reported clip opening while locked could not be determined. There is no indication of product issue with respect to manufacture, design or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).